Manufacturer narrative:
Received three (3) used 011-h3394 add-on set w/4 check valves for inspection. A back check valve and adapter was separated from the trifurcated connector as received on each set. Evaluation of the bond under uv light showed gaps in solvent coverage. The remaining bonds were tested for bond integrity per product specifications. Each bond passed. The reported complaint can be confirmed. The probable cause is due to insufficient solvent applied during manual assembly. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.

Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Event description:
The event involved a 30 cm (12") add-on set w/4 check valves, vented cap where the customer reported problems with line detachment. One of the access points broke during connection. The device was connected to the bag, the incident occurred after the connection during the administration of the chemotherapy premedication bag to the access line, the device was stored in a conventional storage at room temperature (less than 25°), away from the light and humidity, there were no visible signs of malfunction, damage, stress or wear with the device prior to the incident, the administered product sprayed at the time of disconnection. There was patient involvement but no adverse event/human harm.